Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine interrogation in hospital it was noted that noise was present on the ventricular lead. Non sustained and ventricular fibrillation episodes were noted on electrocardiogram (egm). The patient received inappropriate antitachycardia pacing (atp) therapy on two episodes. Secure sense was programmed to active. Other parameters were stable. The patient was to continue with follow up and was stable.